Event description:
It was reported that during a ptca/stenting treatment procedure the maverick2 monorail balloon ruptured at 14 atms on the third inflation. (The number at atms reached on the initial two inflations is unknown.) The lesion beging treated was a 95% stenotic lesion in a somewhat tortuous mid rca. The patient was asymptomatic during this event. The procedure was successfully completed. No patient injuries or complications were reported. Patient status is reported as 'good'.